Manufacturer narrative:
Details of complaint: on (B)(6) 2019, (B)(6) hospital reported the multigas unit (gf-210ra sn: (B)(6) ) had a gas module failure message. Investigation conclusion: in summary, serial numbers (B)(6) have version 2 of cd-314p. These units require firmware upgrade. The root cause of the error message on serial number (B)(6) was due to design change flaw which caused pumps with new/different specifications to be used in manufacturing. CAPA 19-016 has been opened to address the issue and is in progress. Disposition of complaint: tracking and trending will be conducted as part of CAPA 19-016 effectiveness check as well as during quarterly qa review. Additional device information: d11 & c2: concomitant medical device information: bedside monitor csm-1901 ( cu-192r) but no serial number was provided.

Event description:
The biomedical engineer reported that the multigas unit was getting a "gas module failure" message while monitoring patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was getting a "gas module failure" message while monitoring patients. No patient harm was reported. The customer sent the device in and it is currently awaiting evaluation. They were provided with an exchange to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: bedside monitor csm-1901 ( cu-192r) but no serial number was provided.

Event description:
The biomedical engineer reported that the multigas unit was getting a "gas module failure" message while monitoring patients. No patient harm was reported.